Manufacturer narrative:
Unknown device disposition.

Event description:
The manufacturer was informed of this event through the device tracking department. Based on the information reported in the patient implant form, an annuloflex mitral annuloplasty ring af-832 was implanted and explanted on (B)(6) 2021. No further information is presently available. No allegation of a device malfunction nor of a serious injury was received from the site regarding this event.

Manufacturer narrative:
Fields updated: b4, b5, g3, g6, h1, h2, h6. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device was not returned to the manufacturer, no further investigation is possible at this time. Based on the information available, the device was explanted due to an unsuccessful repair of the mitral valve; a full replacement was consequently performed. Based on the manufacturer's clinical experience, an intra-operative explant of a mitral ring followed by total mitral valve replacement is attributable to patient factors that precluded adequate repair with an annuloplasty ring. Furthermore, per the document review performed, no manufacturing deficiencies were identified. As such, the event is not related to a deficiency of the device. Given that the patient remained stable throughout the delay in procedure, with no adverse consequences, there is no indication that an adverse event has occurred.

Event description:
The manufacturer was informed of this event through the device tracking department. Based on the information reported in the patient implant form, an annuloflex mitral annuloplasty ring af-832 was implanted and explanted on (B)(6) 2021. No further information is presently available. No allegation of a device malfunction nor of a serious injury was received from the site regarding this event. Based on additional information received, the patient underwent surgery due to severe mitral regurgitation. At the time of the surgical procedure, the patient's valve appeared difficult to expose because of a very large left atrium which collapsed like a tent around the valve. The valve repair was attempted with an annuloflex size 32. On saline testing there was still a significant leak. Because of the difficult exposure, a decision was made to replace the valve. The patient received a (B)(6) epic porcine valve. The patient was weaned from cardiopulmonary bypass without difficulty and tolerated the procedure well. The patient was moved to the ICU in stable conditions.

Manufacturer narrative:
Provided manufacturing, expiring dates and UDI. Sections updated: b4, d4, g3, g6, h1, h2, h4, h6.